Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented with a right ventricle (rv) lead that exhibited myopotentials over-sensing. No intervention was performed. There were no patient consequences.